Event description:
The customer reported that the air supply became weak during a diagnostic procedure. The device was inspected before use. The customer reported that it was unknown if the device was cleaned, disinfected, and sterilized before returning it for evaluation. No delay in the start of precleaning; the nozzle was flushed with air and water; no abnormalities were identified during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. 'Chapter 3 preparation and inspection this section describes the equipment to be prepared before using this product and how to inspect it. 3.1 flow of preparation and inspection the workflow described in this chapter is shown. Before use, be sure to prepare and inspect the following: in addition, inspect related equipment used in combination with this product in accordance with their "electronic package inserts" and "instruction manuals". If you suspect any abnormality during the inspection, please take action according to "chapter 5 when an abnormality occurs". Also, if you find that it is clearly a malfunction, do not use it and send it for repair in accordance with "5.4 when sending the endoscope for repair". Warning: use of endoscopes with suspected abnormalities may not only prevent proper function but may also damage the equipment or injure the patient or surgeon. 'Chapter 5 when an abnormality occurs this section describes what to do if an abnormality occurs. 5.1 in the event of an abnormality if you suspect any abnormality when inspecting according to "chapter 3 preparation and inspection", do not use it, but take action according to "5.2 how to identify and deal with abnormalities". If the endoscope still does not return to its normal state, send it in for repair in accordance with "5.4 sending the endoscope for repair". In addition, if an abnormality occurs during the use of the endoscope, stop using it immediately and carefully pull the endoscope out of the patient in accordance with "5.3 extraction of the endoscope in which the abnormality occurred". Warning: if you suspect an abnormality in the endoscope, never use it. Not only does it not function properly, but it can also injure the patient's body cavity or the surgeon or damage the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's air supply became weak. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to deformation of the upward/downward angulation knob (u/d knob), connecting tube and distal end had a dent, light guide lens had a scratch, scope connector cover unit had discoloration and a scratch, suction connector had corrosion and a scratch, protector of universal cord on control section side had a scratch, universal cord had discoloration and a scratch, image guide protector and grip had a scratch, scope cover had discoloration and a scratch, switch box, switch four, lock engagement lever, forceps elevator knob, u/d knob, and right/left angulation knob (r/l knob) had a scratch, control unit had discoloration and a scratch, suction connector was dirty due to water leakage, adhesive on bending section cover and bending section cover had a scratch, an abnormal sound was made due to damage on r/l knob, the play of the u/d knob was out of standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, and connecting tube had a scratch and wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.